Manufacturer narrative:
(B)(4). The customer returned one guide wire for analysis. The guide wire advancer tubing was not returned. Sings-of-use in the form of biological material was observed on the guide wire. Visual analysis revealed three major kinks and multiple locations of offset coils across the guide wire body. Additionally, the distal j-bend was severely misshapen. Microscopic examination of the guide wire confirmed the kinks and revealed that the proximal and distal welds were spherical and intact. The major kinks in the guide wire measured 20mm, 125mm, and 300mm respectively from the distal weld. The total guide wire length measured 454mm, which is within the specification limits of 449.2mm-458.8mm per the guide wire graphic. The guide wire diameter measured .624mm, which is within the specification limits of .610mm-.635mm per the guide wire graphic. The guide wire was passed through a lab inventory ars/introducer needle subassembly. Minor resistance was observed at the kinks; however, the guide was able to pass completely through the ars/introducer needle subassembly. A manual tug test confirmed that the proximal and distal welds were secure and intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "to reduce the risk of spring-wire guide damage, do not retract spring wire guide against edge of needle while in vessel". The IFU also cautions, "use care when removing spring-wire guide. If resistance is encountered, remove spring-wire guide and catheter together as a unit. Use of excessive force may damage catheter or spring-wire guide". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire contained three major kinks and multiple locations of offset coils. Despite this, the guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer description and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the guide wire bent during insertion. Therapy was not delayed. No patient injury or complication reported.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the guide wire bent during insertion. Therapy was not delayed. No patient injury or complication reported.